Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was black rubber/silicon protruding from the air/water nozzle of the flex video scope. There was no patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: g2. Additional information added to fields: d9, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, the foreign material could not be identified. There was no physical damage to the location where the foreign material remained. The foreign material was not removed because handling/reprocessing of the device deviated from instruction for use. The legal manufacturer reviewed the customer provided cleaning disinfection and sterilization (cds) processes and it was confirmed that the customer did not flush the air/water nozzle with water and air. The instructions for use states the detection methods associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection." And the prevention methods in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope.". Olympus will continue to monitor field performance for this device.